Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive. System operates as intended.

Event description:
Customer reported the battery is only charged to 10%, and system intermittently will not boot. No pt injury was reported.